Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
A healix advance br anchor broke upon insertion to the humeral head during rotator cuff repair. An awl and tap were used for the hard bone. All foreign bodies were removed from the shoulder. The insertion access appeared to be adequate. There was no patient consequence.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, multiples attempts for product return were made and it was confirmed that the device wont be returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that a ncr was generated, nevertheless this event is not relevant to the complaint condition since it concerns a cleanroom sterility qualification. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.